Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. No damage on the c13 lcd isolation tape noted. The insulin pump power up properly after battery installation and received with operating currents within specifications. The insulin pump has minor scratched lcd window.

Event description:
Customer reports to have lost power of insulin pump without any warning, causing a blank display screen. Customer changed batteries and the display screen returned. Customer's blood glucose was 400 mg/dl which customer was not able to treat. After troubleshooting, it was advised that battery cap would need to be replaced. Customer requested to have insulin pump replaced. No further information provided.